Event description:
Information received indicated that emergency trendelenburg function was not operating.

Manufacturer narrative:
The hill-rom technician replaced the emergency trendelenburg valve to resolve the issue.